Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/03/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. A bin file analysis was performed and it failed. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.